Event description:
The customer reported being hospitalized for high blood glucose and diabetes ketoacidosis. The blood glucose reading was over 600mg/dl. Troubleshooting was performed. The customer stated that she was vomiting and felt sick. The customer treated her blood glucose with the device and the sugar level did not decrease, then the paramedics were called. It was stated that while the customer was in the hospital the doctors determined that she had an urinary tract infection, which may have contributed to the rise of her glucose level. The customer also had a heart attack a day after her admission and her glucose continued being high. The programming on the pump appeared to be correct. Ran a fixed prime and high pressure tests and passed. During testing it was found that the customer was not pinching the fatty tissue when she does the manual insertion. Advised customer the proper techniques of manual insertion. No further info was provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.